Event description:
It was reported that the customer was receiving no delivery alarms and experiencing high blood glucose levels. The customer's blood glucose was 500 mg/dl. The customer stated that she experienced high blood glucose for a few days. The customer stated the issue did not result in a serious injury or hospitalization. The customer stated that the alarm was resolved by a complete set change and thus troubleshooting could not be done. After removing the infusion set from her body, the customer stated that there was nothing wrong with the infusion set. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.